Event description:
It was reported that during routine follow-up, this right atrial (ra) lead was noted to have exhibited noise. Stored atrial tachy response (atr) episodes revealed oversensing of the noise and pacing impedance measurements were 2,500 ohms or greater. There was concern the lead had fractured. At this time, the pacing mode was reprogrammed to vvi 50 and future plans were still undecided. No adverse patient effects were reported.